Manufacturer narrative:
This MDR was submitted in error. The device in the event is not marketed in the us and is not considered similar to a device that we market in the us. Please disregard this MDR.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.